Event description:
On 3/25/2022, it was reported by a sales representative via email that an ar-3680 fibertak button implant system anchor pulled out while surgeon was passing the sutures from the tendon through the anchor. Surgeon then, attempted to place another anchor and while passing the sutures, the anchor pulled out. An ar-3681 fibertak button was opened after re-drilling with the instruments from the previously opened fibertak button implant system, anchor was placed and set successfully without further issues. This was discovered during a labral repair and open biceps tenodesis procedure on (B)(6) 2022. Additional information received on 3/30/2022: per sales representative, only one anchor pulled out and surgeon attempted to re-implant into the patient, which pulled out a second time. There was only one ar-3680 fibertak button implant system that failed during the procedure and a second one was opened to complete.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when passing the sutures.